Manufacturer narrative:
Additional/corrected information: b5, d4, d9, d10, e1, e4, g4, h4, h6 (annexes e & f). H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 03dec2024 and inadvertently omitted from the initial report. The procedure was an angiogram of the right lower extremity via contralateral access in the left femoral artery. The target location was the right superficial femoral artery. The catheter was advanced through another manufacturer¿s 6-french sheath, over another manufacturer's floppy wire. The anatomy, described as "average/typical", was not stenosed, tortuous, or calcified. Resistance was not encountered during insertion or advancement of the catheter. The catheter and wire were pulled out of the sheath and removed from the patient, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
G4: 510(k) = k122796 or k160884. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, an unspecified cxi support catheter was unable to be removed from an unknown wire. Additional information has been requested.

Manufacturer narrative:
Summary of event: as reported, during an unknown procedure, an unspecified cxi support catheter was unable to be removed from an unknown wire. Additional information was received 03dec2024 and inadvertently omitted from the initial report. The procedure was an angiogram of the right lower extremity via contralateral access in the left femoral artery. The target location was the right superficial femoral artery. The catheter was advanced through another manufacturer¿s 6-french sheath, over another manufacturer¿s floppy wire. The anatomy, described as ¿average/typical¿, was not stenosed, tortuous, or calcified. Resistance was not encountered during insertion or advancement of the catheter. The catheter and wire were pulled out of the sheath and removed from the patient, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Another manufacturer¿s wire was lodged inside the catheter. An attempt was made to remove the wire; however, the wire was stuck in the catheter and could not be removed. A section of the catheter was wavy. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no relevant discrepancies or additional complaints on the final or sub-assembly lots. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. Although it is possible that other factors related to use of the device during the procedure may have contributed to the event, this cannot be definitively determined. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.